Event description:
"Daviel-hydro surg plus laparoscopic irreigator nezhat-dorsey smokevac." During laparoscopic procedure, towards the end of use, the irrigator began to smell, and felt hot. Batteries were found to be burning inside pump. No adverse effect to pt.